Manufacturer narrative:
(B)(4). Batch # t5a66a. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: if available, please provide the lot number of the device. No lot number available. What were the indications for surgery? The lar was the indication. Were there any difficulties experienced with the device in the surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Probably ten plus years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? 3/4s down to the 1.5 millimeter staple height. Within the green zone. Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, absolutely. Was a complete transection of the cutting washer visually confirmed during the initial surgical procedure? Yes, because they scoped and checked the anastamosis. Were the donuts inspected? If so, please describe. Yes, there were two complete donuts. Distal and proximal . How was integrity of the anastomosis confirmed intra-operatively? The integrity was strong. Was the patient still in the hospital when blood in the stool occurred? Yes. Was the site of bleeding identified? Not during the scoping afterwards, the confirmation came from the hemoglobin. Was a transfusion required? No. What medication was prescribed? Yes, titrating (to constantly adjust the pharmacological pharmaceutical. Unknown which medications were prescribed. Was any other intervention required? If so, please explain. No. What is the current status of the patient? The patient was fine, the patient went home. What was the reason for saving the device following the procedure? The devices now have been kept post operatively day four or five when the patients are then fine or not fine and then the devices are sent in or not sent in depending on if issues like post op bleeds occur.

Event description:
It was reported that the doctor performed a low anterior resection, scoped the anastomosis after the procedure and verified everything was fine. Three days post-op, the patient reported blood in their stool. The patient was prescribed medication to control the bleeding.